Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump successfully while speaking with tandem technical support. Troubleshooting could not be performed as the event was in the past.